Event description:
The patient stated that her infusion device was beeping and displayed "dashes and 2.01" on the screen. She stated she changed the power pack and her infusion device functioned properly. She stated she was aware of the recall and she stated her power pack was "more than likely over two weeks" old. She was educated on the importance of changing her power pack every two weeks. No physiological effects were reported. The patient did not report assisatnce by a healthcare professional or second party to address the issue. No product wil be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.